Event description:
During service evaluation a baxter technician found a colleague pump that failed the pump head module (phm) keypad test. The "stop" button on the channel a phm keypad was functioning intermittently. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the evaluation of the pump is in the process of being approved by quality engineering. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This issue is being investigated.